Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous, ongoing low blood glucose (bg) levels below 40 mg/dl; cause was not known. A system check was performed and the pump performed as intended. Pump data was reviewed and no pump abnormalities were identified. Recommendation was made to contact a healthcare provider regarding diabetes management. Reportedly, the customer reverted to manual injections for insulin therapy.